Event description:
It was reported that during the procedure in the heavily calcified and tortuous left main artery to the circumflex artery, atherectomy was performed followed by predilatation using a non-abbott balloon. An attempt was made to advance a 2.25x15 promus stent delivery system; however, the stent delivery system could not advance. The physician noted that the stent had moved off the balloon and was no longer inside the markers. The guide wire and stent delivery system were removed from the anatomy intact. A 2.75x23 promus stent delivery system was advanced to the proximal segment of the lesion in the left main artery and the circumflex and the stent was deployed successfully. Post dilatation was performed using a non-abbott balloon. Multiple attempts were made to advance a 2.5x15 rx promus stent delivery system distal to the 2.75x23 stent; however, resistance was felt and the stent dislodged from the balloon and embolized in the left main artery. An unsuccessful attempt was made to retrieve the stent using a snare device; therefore, a guide wire was advanced next to the undeployed stent and a non-abbott balloon was used to crush the stent inside the 2.75x23 stent. A 3.0x15 promus stent was also deployed inside the 2.75.x23 stent. The procedure was completed and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant device: stent: 2.75x23mm promus. The 2.25 x 15 mm promus is being filed under a separate medwatch MFR number. (B)(4) - distal to stent. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported difficulties. It was reported that the stent delivery system (sds) was attempted to advance through a previously placed stent, which also likely contributed to the reported difficulties. It should be noted the promus instructions for use states: treating more than one vessel per coronary artery with these stents, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely an interaction with the previously placed stent may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction with the lesion during retraction would have then led to the stent dislodging. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. There is no indication of a product quality deficiency.